Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate control solution results. The reporter claimed obtaining control solution results of "8.8 and 11.8 mmol/l". This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.